Manufacturer narrative:
Results quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft and balloon. There was no contrast visible. The stent implant had dislodged and was returned on the stylet wire inside the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded, and there were crimp marks on the balloon between the markers. There was no damage noted the catheter. The outer diameters of the stent implant were measured with a laser micrometer and were oversized. The protective sheath size was verified using pin gauges. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system (sds). It was reported that the stent implant dislodged during removal of the stylet and protective sheath. Analysis of the sds confirmed the stent had dislodged. No damage was noted to the stent. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath met manufacturing criteria; however, the outer diameters of the stent were oversized. Positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. Then during removal of the protective sheath, the stent may have disrupted on the balloon, facilitating dislodgement. In this case, based on the information received with the complaint, and obtained through the product analysis, no conclusive root cause can be determined for the stent dislodgement. This incident does not appear to be related to a quality problem since a review of the lot history record did not indicate any non-conformities and there has been no other complaint for this part and lot number combination. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent implant placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the rx vision was returned along with paperwork stating that the stent dislodged from the balloon and that it had come off with the stylet and protective cover. No additional event or patient information is available.